Manufacturer narrative:
(B)(4).

Event description:
During a left atrial appendage occluder implant procedure, the tip of the introducer detached. During transseptal puncture, the tip of the introducer became detached and was free floating over the guidewire. A balloon device was inserted to successfully retrieve the tip of the device. The procedure was successfully completed with no adverse consequences for the patient.

Manufacturer narrative:
The results of the investigation concluded the cause of the reported tip detachment is consistent with exposure to light and subsequent material degradation. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The product instructions for use (IFU) warns that product should be stored in a cool, dark, dry place.

Event description:
Additional information received indicates the device was stored outside the box in a cart in the hallway of the hospital.